Event description:
AED indicated erratic pad contact during deployment. AED did deliver shock. (B) (4).

Manufacturer narrative:
Internal device memory reviewed. Conclusion: this report is filed as it cannot conclusively be stated that recurrence would not result in a delay of therapy. Device labeling provides info regarding potential reasons for pad contact issues (dry skin, excessive body hair, oily skin, etc.).